Event description:
During a remote follow-up, the device was unable to be paired to the patient's phone due to an alleged loss of bluetooth (ble) telemetry on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that no telemetry issue had occurred, rather, following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device has not been programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.